Manufacturer narrative:
The investigation into the optical signal has been completed. The impella automated controller was returned for investigation. The data analysis of the logs confirmed the controller error on the complaint date. The real time lot showed that for a few minutes all signals from optical bench became invalid, with reported values of -16384. However, the pump stop issue reported was not present in the logs around the complaint date. It was determined that the reported issue is a known pattern failure caused by a temporary loss of optical placement signal. Abnormal impella stop was not observed through the case. However, it was observed that there was an error of invalid optical placement signal before the pump was recorded for unplugging from console in the logs. It was observed that the patient cable was not fully removed from (barely attached to) the optical receptacle in aic at that moment, which highly likely caused the pump stop reported by staff who thought the pump was stopped while connected to the aic. The pump stop was not due to malfunction, but the disconnection to the aic. The console (B)(6) was tested thoroughly by the post market engineering team, and the failure was not reproduced. This known pattern failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm, has a low probability of recurrence. The cause of the transient loss of opm-related signals was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) had a failure and pump stop. It was reported the pump was restarted without issues and the controller was changed out. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no patient harm reported.